Event description:
A customer reported that the intraocular pressure (iop) control was inactivated during surgery. The product was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
A sample has been received for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).